Manufacturer narrative:
Eval summary: review of the complaint history showed one other complaint of the same nature for this lot. Based on customer complaints, the overall lot % nonconforming is 0.007%. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Based on this eval, no product malfunction occurred. No root cause can be determined however these symptoms are consistent with poor lens care practices. No further action is warranted at this time. Based on the mbr review, acceptable finished product, component testing results and the lack of a negative trend, this lot continues to be acceptable. Add'l info was requested from the consumer on 12/04/2010 and 12/13/2010. Info was requested from the doctor on 12/13/2010 and 12/14/2010. (B)(4).

Event description:
A consumer reported her son was diagnosed with an eye infection in both eyes following the use of this product. She stated the physician treated him with steroid and antibiotic medication (unspecified). He changed to daily wear lenses so he no longer uses a disinfecting solution. The consumer reported that her son is doing fine. This is MDR #1 of two mdrs associated with these events.